Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on rv lead in at recording on (B)(6) 2019 and during follow-up on (B)(6) 2019, but could not be recreated during isometric testing. Lead impedances are out of range and lead check flipped to unipolar. Lead remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.